Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035302) on 21-apr-2014. The most recent information was received on 21-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left coil was not implanted correctly first time" and device use issue "2nd coil placed on left,". The patient's concurrent conditions included body mass index normal. Concomitant products included allegra-d since 2005, fluticasone since 2016, labetalol from 2012 to 2014 and montelukast (singulair) since 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("excruciating pain during her cycles / dysmenorrhea (cramping),"). In 2013, the patient experienced pelvic pain ("pain in my sides"), weight increased ("weight gain"), tooth disorder ("dental issues"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse )"), fatigue ("fatigue,") and alopecia ("hair loss,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("during my cycles passing clots the size of silver dollars"), lymphadenopathy ("glands swelling"), rash ("broke out in rashes which have lasted months around my chin and belly"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("abnormal bleeding vaginal") and epstein-barr virus infection ("epstein barr virus"). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with ibuprofen and surgery (salpingectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, menorrhagia, dysmenorrhoea, pelvic pain, lymphadenopathy, rash, depression, anxiety, hypersensitivity, vaginal haemorrhage, epstein-barr virus infection, migraine, headache and dyspareunia outcome was unknown, the abdominal distension outcome was unknown and the weight increased, tooth disorder, fatigue and alopecia was resolving. The reporter considered abdominal distension, alopecia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, epstein-barr virus infection, fatigue, headache, hypersensitivity, lymphadenopathy, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Current weight 160 lbs. Approximate weight at the time of essure placement 140 lbs. Malposition of essure device, left essure microinsert is not in satisfactory location. The left fallopian tube is patent with free intraperitoneal spill of contrast on the left. Hcp told her that to continue using alternative contraceptive (condoms) as a back up because the left side was not closed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035302) on 21-apr-2014. The most recent information was received on 19-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left coil was not implanted correctly first time" and device use issue "2nd coil placed on left,". The patient's concurrent conditions included overweight. Concomitant products included allegra-d since 2005, fluticasone since 2016, labetalol from 2012 to 2014 and montelukast (singulair) since 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("excruciating pain during her cycles / dysmenorrhea (cramping),"). In 2013, the patient experienced pelvic pain ("pain in my sides"), weight increased ("weight gain"), tooth disorder ("dental issues"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse )"), fatigue ("fatigue,") and alopecia ("hair loss,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("during my cycles passing clots the size of silver dollars"), lymphadenopathy ("glands swelling"), rash ("broke out in rashes which have lasted months around my chin and belly"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("abnormal bleeding vaginal") and epstein-barr virus infection ("epstein barr virus"). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with ibuprofen and surgery (salpingectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, menorrhagia, dysmenorrhoea, pelvic pain, lymphadenopathy, rash, depression, anxiety, hypersensitivity, vaginal haemorrhage, epstein-barr virus infection, migraine, headache and dyspareunia outcome was unknown, the abdominal distension outcome was unknown and the weight increased, tooth disorder, fatigue and alopecia was resolving. The reporter considered abdominal distension, alopecia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, epstein-barr virus infection, fatigue, headache, hypersensitivity, lymphadenopathy, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Current weight 160 lbs. Approximate weight at the time of essure placement 140 lbs. Malposition of essure device, left essure microinsert is not in satisfactory location. The left fallopian tube is patent with free intraperitoneal spill of contrast on the left. Hcp told her that to continue using alternative contraceptive (condoms) as a back up because the left side was not closed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion. Most recent follow-up information incorporated above includes: on 19-jun-2018: new pfs received: new events added: abnormal bleeding (vaginal), epstein barr virus, left coil was not implanted correctly first time, 2nd coil placed on left, migraines / headaches, dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, were added. New reporter, date of birth were added. Event device dislocation was replaced by device deployment issue event. Outcomes of events pelvic pain, hair loss, teeth pain, fatigue, weight gain from unknown to recovering/resolving were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035302) on 21-apr-2014. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("suspicious for perforation."), device breakage ("fracturing of the implant") and embedded device ("suspected to be embedded within the myometrium of the uterine cornua/previously placed essure microinsertis embedded medial to the fallopian tube") in a 34-year-old female patient who had essure (batch no. 846836, 969221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2nd coil placed on left," and device deployment issue "left coil was not implanted correctly first time". The patient's past medical history included hemorrhagic cyst. Previously administered products included for an unreported indication: iud. Concurrent conditions included body mass index normal. Concomitant products included allegra-d since 2005, fluticasone since 2016, labetalol from 2012 to 2014 and montelukast (singulair) since 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("excruciating pain during her cycles / dysmenorrhea (cramping),"). In 2013, the patient experienced pelvic pain ("pain in my sides"), weight increased ("weight gain"), tooth disorder ("dental issues"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse )"), fatigue ("fatigue,") and alopecia ("hair loss,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("during my cycles passing clots the size of silver dollars"), lymphadenopathy ("glands swelling"), rash ("broke out in rashes which have lasted months around my chin and belly"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("abnormal bleeding vaginal") and epstein-barr virus infection ("epstein barr virus"). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with ibuprofen, surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, menorrhagia, dysmenorrhoea, pelvic pain, lymphadenopathy, rash, depression, anxiety, hypersensitivity, vaginal haemorrhage, epstein-barr virus infection, migraine, headache and dyspareunia outcome was unknown, the abdominal distension outcome was unknown and the weight increased, tooth disorder, fatigue and alopecia was resolving. The reporter considered abdominal distension, alopecia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, epstein-barr virus infection, fallopian tube perforation, fatigue, headache, hypersensitivity, lymphadenopathy, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Current weight 160 lbs. Approximate weight at the time of essure placement 140 lbs. Malposition of essure device, left essure microinsert is not in satisfactory location. The left fallopian tube is patent with free intraperitoneal spill of contrast on the left. Hcp told her that to continue using alternative contraceptive (condoms) as a back up because the left side was not closed. Patient states she has 2.5 essure coils in place. Discrepancy in date implanted: (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion. On (B)(6) 2013 hysterosalpingogram should right essure microinsert is in satisfactory location with right tubal occlusion. Left essure microinsert is not in satisfactory location. The left fallopian tube is patent with free intraperitoneal spill of contrast on the left. Concerning the injuries reported in this case, the following one/ones were reported via medical record: embedded device and fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet and medical records received. Case medically confirmed. New reporters added and reporter information updated. Plaintiff demography added. Product lot number received. Lab data added. New events added: embedded device, fallopian tube perforation. Historical condition and historical drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035302) on 21-apr-2014. The most recent information was received on 11-oct-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("suspicious for perforation."), device breakage ("fracturing of the implant") and embedded device ("suspected to be embedded within the myometrium of the uterine cornua/previously placed essure microinsertis embedded medial to the fallopian tube") in a 34-year-old female patient who had essure (batch no. 846826 invalid, 969221 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2nd coil placed on left," and device deployment issue "left coil was not implanted correctly first time". The patient's past medical history included hemorrhagic cyst. Previously administered products included for an unreported indication: iud. Concurrent conditions included body mass index normal. Concomitant products included allegra-d since 2005, fluticasone since 2016, labetalol from 2012 to 2014 and montelukast (singulair) since 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("excruciating pain during her cycles / dysmenorrhea (cramping),"). In 2013, the patient experienced pelvic pain ("pain in my sides"), weight increased ("weight gain"), tooth disorder ("dental issues"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse )"), fatigue ("fatigue,") and alopecia ("hair loss,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("during my cycles passing clots the size of silver dollars"), lymphadenopathy ("glands swelling"), rash ("broke out in rashes which have lasted months around my chin and belly"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("abnormal bleeding vaginal") and epstein-barr virus infection ("epstein barr virus"). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with ibuprofen, surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, menorrhagia, dysmenorrhoea, pelvic pain, lymphadenopathy, rash, depression, anxiety, hypersensitivity, vaginal haemorrhage, epstein-barr virus infection, migraine, headache and dyspareunia outcome was unknown, the abdominal distension outcome was unknown and the weight increased, tooth disorder, fatigue and alopecia was resolving. The reporter considered abdominal distension, alopecia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, epstein-barr virus infection, fallopian tube perforation, fatigue, headache, hypersensitivity, lymphadenopathy, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Current weight 160 lbs. Approximate weight at the time of essure placement 140 lbs. Malposition of essure device, left essure microinsert is not in satisfactory location. The left fallopian tube is patent with free intraperitoneal spill of contrast on the left. Hcp told her that to continue using alternative contraceptive (condoms) as a back up because the left side was not closed. Patient states she has 2.5 essure coils in place. Discrepancy in date implanted: (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion. On (B)(6) 2013 hysterosalpingogram should right essure microinsert is in satisfactory location with right tubal occlusion. Left essure microinsert is not in satisfactory location. The left fallopian tube is patent with free intraperitoneal spill of contrast on the left. Concerning the injuries reported in this case, the following one/ones were reported via medical record: embedded device and fallopian tube perforation. Lot number: 846826 is invalid and lot number: 969221 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035302) on 21-apr-2014. The most recent information was received on 16-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("suspicious for perforation."), device breakage ("fracturing of the implant") and embedded device ("suspected to be embedded within the myometrium of the uterine cornua/previously placed essure microinsertis embedded medial to the fallopian tube") in a 34-year-old female patient who had essure (batch no. 846826 inv, 969221 inv, 846836 valid.) Inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2nd coil placed on left," and device deployment issue "left coil was not implanted correctly first time". The patient's past medical history included hemorrhagic cyst. Previously administered products included for an unreported indication: iud. Concurrent conditions included body mass index normal. Concomitant products included allegra-d since 2005, fluticasone since 2016, labetalol from 2012 to 2014 and montelukast (singulair) since 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("excruciating pain during her cycles / dysmenorrhea (cramping),"). In 2013, the patient experienced pelvic pain ("pain in my sides"), weight increased ("weight gain"), tooth disorder ("dental issues"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse )"), fatigue ("fatigue,") and alopecia ("hair loss,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("during my cycles passing clots the size of silver dollars"), lymphadenopathy ("glands swelling"), rash ("broke out in rashes which have lasted months around my chin and belly"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("abnormal bleeding vaginal") and epstein-barr virus infection ("epstein barr virus"). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with ibuprofen, surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, menorrhagia, dysmenorrhoea, pelvic pain, lymphadenopathy, rash, depression, anxiety, hypersensitivity, vaginal haemorrhage, epstein-barr virus infection, migraine, headache and dyspareunia outcome was unknown, the abdominal distension outcome was unknown and the weight increased, tooth disorder, fatigue and alopecia was resolving. The reporter considered abdominal distension, alopecia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, epstein-barr virus infection, fallopian tube perforation, fatigue, headache, hypersensitivity, lymphadenopathy, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Current weight 160 lbs. Approximate weight at the time of essure placement 140 lbs. Malposition of essure device, left essure microinsert is not in satisfactory location. The left fallopian tube is patent with free intraperitoneal spill of contrast on the left. Hcp told her that to continue using alternative contraceptive (condoms) as a back up because the left side was not closed. Patient states she has 2.5 essure coils in place. Discrepancy in date implanted: (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion. On (B)(6) 2013 hysterosalpingogram should right essure microinsert is in satisfactory location with right tubal occlusion. Left essure microinsert is not in satisfactory location. The left fallopian tube is patent with free intraperitoneal spill of contrast on the left. Concerning the injuries reported in this case, the following one/ones were reported via medical record: embedded device and fallopian tube perforation. Lot number: 846826 is invalid. Lot number: 969221 is invalid. Lot number: 846836, man date: 2011-04, exp date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035302) on 21-apr-2014. The most recent information was received on 18-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("suspicious for perforation."), device breakage ("fracturing of the implant") and embedded device ("suspected to be embedded within the myometrium of the uterine cornua/previously placed essure microinsertis embedded medial to the fallopian tube/ failure to occlude fallopian tube") in a 34-year-old female patient who had essure (batch no. 846836 (846826/969221-inv), 959221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left coil was not implanted correctly first time" in (B)(6) 2013 and device use issue "2nd coil placed on left". The patient's medical history included hemorrhagic cyst, loss of energy, weight gain, chronic salpingitis, fibrosis and multiparous. Previously administered products included for an unreported indication: mirena from 2009 to 2011, oral contraceptives from 2007 to 2009 and iud. Concurrent conditions included body mass index normal, mthfr gene mutation and asthma. Concomitant products included fexofenadine; pseudoephedrine since 2005, fluticasone since 2016, labetalol from 2012 to 2014 and montelukast sodium (singulair) since 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In 2013, the patient experienced menorrhagia ("during my cycles passing clots the size of silver dollars/ abnormal bleeding (menorrhagia)"), pelvic pain ("pain in my sides"), tooth disorder ("dental issues/ gum health and overall condition of my teeth and gums"), vaginal haemorrhage ("abnormal bleeding vaginal/ spotting"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse )"), fatigue ("fatigue,"), alopecia ("hair loss,"), pelvic discomfort ("pelvic discomfort"), menstruation irregular ("cycles were inconsistent"), sensitivity of teeth ("teeth sensitivity") and ovulation pain ("cramping during ovulation cycles") and was found to have weight increased ("weight gain"). In 2013, the patient experienced dysmenorrhoea ("excruciating pain during her cycles / dysmenorrhea (cramping)/ painful cramps"). In 2013, the patient experienced menorrhagia ("during my cycles passing clots the size of silver dollars/ abnormal bleeding (menorrhagia)"), pelvic pain ("pain in my sides"), tooth disorder ("dental issues/ gum health and overall condition of my teeth and gums"), vaginal haemorrhage ("abnormal bleeding vaginal/ spotting"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse )"), fatigue ("fatigue,"), alopecia ("hair loss,"), pelvic discomfort ("pelvic discomfort"), menstruation irregular ("cycles were inconsistent"), sensitivity of teeth ("teeth sensitivity") and ovulation pain ("cramping during ovulation cycles") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("bloating"), lymphadenopathy ("glands swelling"), rash ("broke out in rashes which have lasted months around my chin and belly"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reaction") and epstein-barr virus infection ("epstein barr virus"). The patient was treated with ibuprofen and surgery (salpingectomy, and salpingectomy, surgery to remove the missing original left essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, menorrhagia, dysmenorrhoea, pelvic pain, abdominal distension, lymphadenopathy, rash, depression, anxiety, hypersensitivity, vaginal haemorrhage, epstein-barr virus infection, migraine, headache, dyspareunia, pelvic discomfort, menstruation irregular, sensitivity of teeth and ovulation pain outcome was unknown and the weight increased, tooth disorder, fatigue and alopecia was resolving. The reporter considered abdominal distension, alopecia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, epstein-barr virus infection, fallopian tube perforation, fatigue, headache, hypersensitivity, lymphadenopathy, menorrhagia, menstruation irregular, migraine, ovulation pain, pelvic discomfort, pelvic pain, rash, sensitivity of teeth, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Current weight 160 lbs. Approximate weight at the time of essure placement 140 lbs. Malposition of essure device, left essure microinsert is not in satisfactory location. The left fallopian tube is patent with free intraperitoneal spill of contrast on the left. Hcp told her that to continue using alternative contraceptive (condoms) as a back up because the left side was not closed. Patient states she has 2.5 essure coils in place. Discrepancy in date implanted: (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion. Hysterosalpingogram should right essure microinsert is in satisfactory location with right tubal occlusion. Left essure microinsert is not in satisfactory location. The left fallopian tube is patent with free intraperitoneal spill of contrast on the left. In (B)(6) 2015: 2 full coils and one partial (left) coil were present; this film was carefully reviewed today. Concerning the injuries reported in this case, the following one/ones were reported via medical record: embedded device and fallopian tube perforation. Lot number: 846826 is invalid. Lot number: 969221 is invalid. Lot number: 846836, man date: 2011-04, exp date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2019: fu8 & fu9 were processed together. Plaintiff fact sheet received. Events per pfs: pelvic discomfort, cycles were inconsistent, teeth sensitivity and cramping during ovulation cycles. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035302) on 21-apr-2014. The most recent information was received on 28-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("suspicious for perforation.") In a 34-year-old female patient who had essure (batch no. 846836 (846826/969221-inv), 959221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left coil was not implanted correctly first time" in (B)(6) 2013, embedded device "suspected to be embedded within the myometrium of the uterine cornua/previously placed essure microinsertis embedded medial to the fallopian tube/ failure to occlude fallopian tube" (seriousness criteria medically significant and intervention required) on (B)(6) 2013, device breakage "fracturing of the implant" (seriousness criteria medically significant and intervention required) and device use issue "2nd coil placed on left,". The patient's medical history included hemorrhagic cyst, loss of energy, weight gain, chronic salpingitis, fibrosis and multiparous. Previously administered products included for an unreported indication: mirena from 2009 to 2011, oral contraceptives from 2007 to 2009 and iud. Concurrent conditions included body mass index normal, mthfr gene mutation and asthma. Concomitant products included fexofenadine; pseudoephedrine since 2005, fluticasone since 2016, labetalol from 2012 to 2014 and montelukast sodium (singulair) since 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("during my cycles passing clots the size of silver dollars/ abnormal bleeding (menorrhagia)"), pelvic pain ("pain in my sides"), tooth disorder ("dental issues/ gum health and overall condition of my teeth and gums"), vaginal haemorrhage ("abnormal bleeding vaginal/ spotting"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse )"), fatigue ("fatigue,"), alopecia ("hair loss,"), pelvic discomfort ("pelvic discomfort"), menstruation irregular ("cycles were inconsistent"), sensitivity of teeth ("teeth sensitivity") and ovulation pain ("cramping during ovulation cycles") and was found to have weight increased ("weight gain"). In 2013, the patient experienced dysmenorrhoea ("excruciating pain during her cycles / dysmenorrhea (cramping)/ painful cramps"). In 2013, the patient experienced menorrhagia ("during my cycles passing clots the size of silver dollars/ abnormal bleeding (menorrhagia)"), pelvic pain ("pain in my sides"), tooth disorder ("dental issues/ gum health and overall condition of my teeth and gums"), vaginal haemorrhage ("abnormal bleeding vaginal/ spotting"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse )"), fatigue ("fatigue,"), alopecia ("hair loss,"), pelvic discomfort ("pelvic discomfort"), menstruation irregular ("cycles were inconsistent"), sensitivity of teeth ("teeth sensitivity") and ovulation pain ("cramping during ovulation cycles") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), lymphadenopathy ("glands swelling"), rash ("broke out in rashes which have lasted months around my chin and belly"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reaction") and epstein-barr virus infection ("epstein barr virus"). The patient was treated with ibuprofen and surgery (salpingectomy, and salpingectomy, surgery to remove the missing original left essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, dysmenorrhoea, pelvic pain, abdominal distension, lymphadenopathy, rash, depression, anxiety, hypersensitivity, vaginal haemorrhage, epstein-barr virus infection, migraine, headache, dyspareunia, pelvic discomfort, menstruation irregular, sensitivity of teeth and ovulation pain outcome was unknown and the weight increased, tooth disorder, fatigue and alopecia was resolving. The reporter considered abdominal distension, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, epstein-barr virus infection, fallopian tube perforation, fatigue, headache, hypersensitivity, lymphadenopathy, menorrhagia, menstruation irregular, migraine, ovulation pain, pelvic discomfort, pelvic pain, rash, sensitivity of teeth, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Current weight 160 lbs. Approximate weight at the time of essure placement 140 lbs. Malposition of essure device, left essure microinsert is not in satisfactory location. The left fallopian tube is patent with free intraperitoneal spill of contrast on the left. Hcp told her that to continue using alternative contraceptive (condoms) as a back up because the left side was not closed. Patient states she has 2.5 essure coils in place. Discrepancy in date implanted: (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion. Hysterosalpingogram should right essure microinsert is in satisfactory location with right tubal occlusion. Left essure microinsert is not in satisfactory location. The left fallopian tube is patent with free intraperitoneal spill of contrast on the left. In (B)(6) 2015: 2 full coils and one partial (left) coil were present; this film was carefully reviewed today. Concerning the injuries reported in this case, the following one/ones were reported via medical record: embedded device and fallopian tube perforation. Lot number: 846826/969221 invalid. Lot number: 969221 is invalid. Lot number: 84683 is invalid. Lot number: 846836, man date: 2011-04, exp date: 2014-04. Lot number: 959221, man date: 2012-04, exp date: 2015-04. Additional lot no. 959221, 84683-inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035302) on 21-apr-2014. The most recent information was received on 18-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('suspicious for perforation'), device breakage ('fracturing of the implant') and embedded device ('suspected to be embedded within the myometrium of the uterine cornua/previously placed essure microinsertis embedded medial to the fallopian tube/ failure to occlude fallopian tube') in a 34-year-old female patient who had essure (batch no. 846836 (846826/969221inv) 959221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left coil was not implanted correctly first time" in (B)(6) 2013 and device use issue "2nd coil placed on left". The patient's medical history included hypertension in 2012, hemorrhagic cyst, loss of energy, weight gain, chronic salpingitis, fibrosis and multiparous. Previously administered products included for an unreported indication: mirena from 2009 to 2011, oral contraceptives from 2007 to 2009 and iud. Concurrent conditions included body mass index normal, mthfr gene mutation and asthma. Concomitant products included fexofenadine; pseudoephedrine since 2005, fluticasone since 2016, labetalol from 2012 to 2014 and montelukast sodium (singulair) since 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("excruciating pain during her cycles / dysmenorrhea (cramping)/ painful cramps"), pelvic pain ("pain in my sides/ pain in my pelvic region") and pelvic discomfort ("pelvic discomfort"). In (B)(6) 2013, the patient experienced menorrhagia ("during my cycles passing clots the size of silver dollars/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal/ spotting") and menstruation irregular ("cycles were inconsistent") and was found to have weight increased ("weight gain"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse )") and ovulation pain ("cramping during ovulation cycles"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue,"). In (B)(6) 2013, the patient experienced tooth disorder ("dental issues/ gum health and overall condition of my teeth and gums"), alopecia ("hair loss,") and hyperaesthesia teeth ("teeth sensitivity"). In (B)(6) 2017, the patient experienced epstein-barr virus infection ("epstein barr virus"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("bloating"), lymphadenopathy ("glands swelling"), rash ("broke out in rashes which have lasted months around my chin and belly"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reaction"), tenderness ("tenderness"), blood disorder ("I have a blood disorder") and back pain ("I was having such pain in my back"). The patient was treated with ibuprofen and surgery (salpingectomy, salpingectomy, hysterectomy and salpingectomy on (B)(6) 2016, surgery to remove the missing original left essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, menorrhagia, dysmenorrhoea, pelvic pain, abdominal distension, lymphadenopathy, rash, depression, anxiety, hypersensitivity, vaginal haemorrhage, epstein-barr virus infection, migraine, headache, dyspareunia, pelvic discomfort, menstruation irregular, hyperaesthesia teeth, ovulation pain, tenderness, blood disorder and back pain outcome was unknown and the weight increased, tooth disorder, fatigue and alopecia was resolving. The reporter considered abdominal distension, alopecia, anxiety, back pain, blood disorder, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, epstein-barr virus infection, fallopian tube perforation, fatigue, headache, hyperaesthesia teeth, hypersensitivity, lymphadenopathy, menorrhagia, menstruation irregular, migraine, ovulation pain, pelvic discomfort, pelvic pain, rash, tenderness, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Current weight 160 lbs. Approximate weight at the time of essure placement 140 lbs. Malposition of essure device, left essure microinsert is not in satisfactory location. The left fallopian tube is patent with free intraperitoneal spill of contrast on the left. Hcp told her that to continue using alternative contraceptive (condoms) as a back up because the left side was not closed. Patient states she has 2.5 essure coils in place. Discrepancy in date implanted: (B)(6) 2013 and (B)(6) 2013. I had surgery to try to remove the missing original left essure device and then surgery to place a new device in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: hysterosalpingogram should right essure microinsert is in satisfactory location with right tubal occlusion. Essure confirmation test result total bilateral occlusion, unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Perforation (other) please describe: first test showed that the left tube was not closed and perforation was suspected, malposition of essure device, other (please describe) left essure micro insert is not in satisfactory location. The left fallopian tube is patent with free intraperitoneal spill of contrast on the left; on (B)(6) 2015: 2 full coils and one partial (left) coil were present; this film was carefully reviewed today. Concerning the injuries reported in this case, the following one/ones were reported via medical record: embedded device and fallopian tube perforation. Lot number: 846826/969221 not valid. Lot number: 969221 is not valid. Lot number: 84683 is not valid. Lot number: 846836, man date: 2011-04, exp date: 2014-04. Lot number: 959221, man date: 2012-04, exp date: 2015-04. Additional lot no. 959221,84683-inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Events; tenderness, I have a blood disorder, I was having such pain in my back were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035302) on 21-apr-2014. The most recent information was received on 03-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('suspicious for perforation'), device breakage ('fracturing of the implant'), embedded device ('suspected to be embedded within the myometrium of the uterine cornua/previously placed essure microinsertis embedded medial to the fallopian tube/ failure to occlude fallopian tube / coil embedded itself into my uterus') and autoimmune disorder ('autoimmune disease') in a 34-year-old female patient who had essure (batch no. 846836 (846826/969221inv) 959221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left coil was not implanted correctly first time" in (B)(6) 2013 and device use issue "2nd coil placed on left". The patient's medical history included hypertension in 2012, hemorrhagic cyst, loss of energy, weight gain, chronic salpingitis, fibrosis and multiparous. Previously administered products included for an unreported indication: mirena from 2009 to 2011, oral contraceptives from 2007 to 2009, skyla, iud and mirena. Concurrent conditions included body mass index normal, mthfr gene mutation and asthma. Concomitant products included fexofenadine; pseudoephedrine since 2005, fluticasone since 2016, labetalol from 2012 to 2014 and montelukast sodium (singulair) since 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("excruciating pain during her cycles / dysmenorrhea (cramping)/ painful cramps"), pelvic pain ("pain in my sides/ pain in my pelvic region") and pelvic discomfort ("pelvic discomfort"). In (B)(6) 2013, the patient experienced menorrhagia ("during my cycles passing clots the size of silver dollars/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal/ spotting") and menstruation irregular ("cycles were inconsistent") and was found to have weight increased ("weight gain"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse )") and ovulation pain ("cramping during ovulation cycles"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue,"). In (B)(6) 2013, the patient experienced tooth disorder ("dental issues/ gum health and overall condition of my teeth and gums"), alopecia ("hair loss,") and hyperaesthesia teeth ("teeth sensitivity"). In (B)(6) 2017, the patient experienced epstein-barr virus infection ("epstein barr virus"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("bloating"), lymphadenopathy ("glands swelling"), rash ("broke out in rashes which have lasted months around my chin and belly"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reaction"), tenderness ("tenderness"), blood disorder ("I have a blood disorder"), back pain ("I was having such pain in my back"), constipation ("constipation"), nausea ("sick to my stomach"), feeling abnormal ("fuzzies"), stress ("stressed"), impaired healing ("extensive healing"), inflammation ("inflammation"), autoimmune disorder (seriousness criterion medically significant), thrombosis ("clot"), adnexa uteri pain ("I have pain fell near my ovaries."), menopause ("menopausal"), thinking abnormal ("thoughtness") and swollen tongue ("my tongue is swollen") and was found to have neoplasm malignant ("cancer"). The patient was treated with ibuprofen and surgery (salpingectomy, salpingectomy, hysterectomy and salpingectomy on (B)(6) 2016, surgery to remove the missing original left essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, menorrhagia, dysmenorrhoea, pelvic pain, abdominal distension, lymphadenopathy, rash, depression, anxiety, hypersensitivity, vaginal haemorrhage, epstein-barr virus infection, migraine, headache, dyspareunia, pelvic discomfort, menstruation irregular, hyperaesthesia teeth, ovulation pain, tenderness, blood disorder, back pain, constipation, nausea, feeling abnormal, stress, impaired healing, inflammation, autoimmune disorder, neoplasm malignant, thrombosis, adnexa uteri pain, menopause, thinking abnormal and swollen tongue outcome was unknown and the weight increased, tooth disorder, fatigue and alopecia was resolving. The reporter considered abdominal distension, adnexa uteri pain, alopecia, anxiety, autoimmune disorder, back pain, blood disorder, constipation, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, epstein-barr virus infection, fallopian tube perforation, fatigue, feeling abnormal, headache, hyperaesthesia teeth, hypersensitivity, impaired healing, inflammation, lymphadenopathy, menopause, menorrhagia, menstruation irregular, migraine, nausea, neoplasm malignant, ovulation pain, pelvic discomfort, pelvic pain, rash, stress, swollen tongue, tenderness, thinking abnormal, thrombosis, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Current weight 160 lbs. Approximate weight at the time of essure placement 140 lbs. Malposition of essure device, left essure microinsert is not in satisfactory location. The left fallopian tube is patent with free intraperitoneal spill of contrast on the left. Hcp told her that to continue using alternative contraceptive (condoms) as a back up because the left side was not closed. Patient states she has 2.5 essure coils in place. Discrepancy in date implanted: (B)(6) 2013 and (B)(6) 2013. I had surgery to try to remove the missing original left essure device and then surgery to place a new device in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: hysterosalpingogram should right essure microinsert is in satisfactory location with right tubal occlusion. Essure confirmation test result total bilateral occlusion, unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Perforation (other) please describe: first test showed that the left tube was not closed and perforation was suspected, malposition of essure device, other (please describe) left essure micro insert is not in satisfactory location. The left fallopian tube is patent with free intraperitoneal spill of contrast on the left; on (B)(6) 2015: 2 full coils and one partial (left) coil were present; this film was carefully reviewed today. Concerning the injuries reported in this case, the following one/ones were reported via medical record: embedded device and fallopian tube perforation. Lot number: 846826/969221 not valid. Lot number: 969221 is not valid. Lot number: 84683 is not valid. Lot number: 846836, man date: 2011-04, exp date: 2014-04. Lot number: 959221, man date: 2012-04, exp date: 2015-04. Additional lot no. 959221, 84683-inv. Concerning the injuries reported in this case, the following one were reported via social media: swollen tongue, thinking abnormal, menopause, ovarian pain, thrombosis, cancer, autoimmune disease, inflammation, extensive healing, stressed, feeling abnormal, nausea, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: new reporter information and new event added swollen tongue, thinking abnormal, menopause, ovarian pain, thrombosis, cancer, autoimmune disease, inflammation, extensive healing, stressed, feeling abnormal, nausea, constipation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5035302) on 21-apr-2014. The most recent information was received on 17-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("fracturing of the implant") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 10 months 20 days after insertion of essure, the patient experienced dysmenorrhoea ("excruciating pain during her cycles"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("during my cycles passing clots the size of silver dollars"), pain ("pain in my sides"), rash ("broke out in rashes which have lasted months around my chin and belly"), tooth disorder ("dental issues"), depression ("depression"), anxiety ("anxiety") and hypersensitivity ("allergic reaction"). On an unknown date, the patient experienced abdominal distension ("bloating"), weight increased ("weight gain") and lymphadenopathy ("glands swelling"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, menorrhagia, pain, rash, tooth disorder, depression, anxiety and hypersensitivity outcome was unknown and the dysmenorrhoea, abdominal distension, weight increased and lymphadenopathy outcome was unknown. The reporter considered abdominal distension, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, hypersensitivity, lymphadenopathy, menorrhagia, pain, rash, tooth disorder and weight increased to be related to essure. The reporter commented: patient had need for additional surgery most recent follow-up information incorporated above includes: on 17-nov-2017: follow up received from summons: new events were reported: fracturing of the implant, migration of implant, dental issues, depression/anxiety,pain and allergic reactions. She had surgery to remove the essure implant on (B)(6) 2016. (B)(4). Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.